Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (driveline infection, renal dysfunction, and patient condition) could not be conclusively be determined. The source of the reported low flow alarms could not be conclusively be determined through this investigation as none were captured in the provided log file data. Although the account stated that the low flows were due to hypotension, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported patient condition could not conclusively be determined. The controller event log file contained data on (B)(6) 2021 spanning from 07:49:18 to 09:46:54, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient is in normal sinus rhythm and remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), in stable condition. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C), contains the following information: section 1 lists renal dysfunction and infection as adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen at an outside hospital emergency department (ed) with increased dizziness, palpitations, and eye sensitivity. The patient had rising blood creatinine. The patient also experienced low flow alarms, pulsatility index (pi) events, and was hypotensive. The patient's renal dysfunction was acute and their creatinine levels had improved. The patient had normal sinus rhythm. It was unknown whether the patient was experiencing arrhythmia at the time of the event. The patient was noted to have frequent pi events at baseline. It was additionally reported that the patient had an uptick in emergency backup battery (ebb) usage. The reason for this usage was unknown. The patient's low flows were assumed to be related to hypotension. The low flows resolved when the patient's hydralazine, carvedilol, and imdur were stopped, and the patient received fluid boluses. The patient was noted to have a mediastinal fluid collection. Blood cultures were taken which were negative. Wound cultures of the driveline site revealed stenotrophomonas maltophilia, rare klebsiella pneumoniae, and moderate corynebacterium. The patient was treated with intravenous antibiotics.